Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Initial reporter occupation: unknown. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide (co2) cartridge. The weld on the white handle was partially separated and the activation button was displaced. The activation knob had broken near the regulator and a portion remained stuck inside the device. The co2 cartridge was returned outside of the device and was fully punctured. The o-ring was not included inside the regulator or with the returned device. A visual examination of the lance inside the handle showed it to be positioned correctly inside the handle and beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to the implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
In preparation for a hemostasis procedure, the nurse selected a cook hemospray endoscopic hemostat. The nurse attempted to activate the hemospray. The red part of the handle to activate was quickly screwed. When the final position was reached, the handle exploded. This occurred prior to patient contact; there was no impact to the patient.